Manufacturer narrative:
The device has been rec'd for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event. (B)(4).

Event description:
It was reported to boston scientific that a polaris loop ureteral stent was used during a cystoscopy with ureteral stent procedure. According to the complainant, during unpacking, it was noted that the stent was broken. They used another polaris loop ureteral stent without any further complications.